Event description:
It was reported that the patient underwent an initial tha (total hip arthroplasty). Subsequently, the patient experienced an infection resulting in a revision of the head and liner. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: a3, d6b, d10. D10: 180-01-52 - crown cup,cluster-hole gr.52: sn #: (B)(6). 140-32-52 - novation xle neutral liner, group 2, 32 mm: sn #: (B)(6). The following sections were corrected: b5, d1, h6.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were added/corrected: b3, d6a/d6b, h4, h6: type of investigation. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined; however, may have resulted from wear, osteolysis, loosening, infection, fracture, instability/dislocation, leg length discrepancy, and/or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device.

Event description:
It was reported that this patient underwent an initial hip replacement. Subsequently, the patient was revised for unknown reasons. No further information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, d2a, d2b, d4, g4, h6.